Event description:
During an in-clinic follow-up, increased capture threshold was observed on the right ventricular (rv) lead. The cause of the event was due to dislodgement, which was confirmed with diagnostic imaging. During the repositioning procedure, it was not possible to extend the helix of the rv lead. The lead was explanted and replaced to resolve the event. The patient was stable.